Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer's blood glucose reading was 144 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to rewind the device, however, when they tried to fill the tubing the motor error alarm message occurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.